Manufacturer narrative:
This report is filed july 1, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site. Subsequently, the patient was treated with oral antibiotics, 4 times daily, for a duration of 8 days (date not reported). Additionally, the patient was treated with a steroid infiltration and a topical anti-inflammatory medication (date not reported). The implanted device remains.